Event description:
It was reported while performing an avm embolization, the distal part of the guidewire detached with approx 2 to 3 cm left in the pt's vertebral artery. The system was then removed from the pt and the detached portion was successfully retrieved with a microsnare. No pt injury reported.

Manufacturer narrative:
The device involved in this event has been returned for analysis, but the investigation is not complete at this time. A follow-up will be submitted after device evaluation is completed.